Event description:
It was reported that the bd q-syte bi-extension set broke when changing. The following information was provided by the initial reporter: when the patient came for review after 7 days and when they tried to remove q-syte for changing, q-syte got broken.

Manufacturer narrative:
Initial reporter phone #:(B)(6). Investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure.